Manufacturer narrative:
Olympus followed up with the user facility and was informed that on (B)(4) 2012, an upper eus procedure was performed with the use of the subject device model gf-uct140-al5 with serial# (B)(4). The user further reported that the initial pass of a non-olympus needle during the procedure was smooth. However, after obtaining the first core sample, the user noted that the needle was bent which caused the user to accidentally poke a pt's blood vessel. The user indicated that the pt sustained minor bleeding, but did not require any intervention. The procedure was completed using the same device. The user allegedly felt something wrong with the elevator raiser of the scope, which led to the reported event. The device was returned to olympus for eval. The eval was not able to duplicate the user's report. However, the eval revealed that the movement on the elevator forceps raiser was grinding. The elevator wire (k-wire) from the distal end was stretched which most likely caused the grinding movement on elevator forceps raiser. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an excess of caution.

Event description:
The user facility reported that "during the procedure the elevator on the scope was not performing properly. It was too tight causing the endoscopic ultrasound (eus) needle to bent. The needle went into the pt's artery causing pt to bleed."